Event description:
The information provided to sjm indicated this patient had a 29mm sjm masters series mechanical valve implanted due to severe mitral stenosis with moderate pulmonary arterial hypertension. The patient was readmitted to the hospital with an inr within normal limits and a valve with impeded leaflets. The surgeon explanted and replaced the valve.